Event description:
It was reported that during a vats procedure, after firing the tsg45, it could not be released. It required two hrs to release it and then change to antoher tr45g. Te doctor found the device did not fire completely. The device stuck to the tissue, which required another hour of added o.r. Time. The doctor then converted to an open procedure, which added an add'l hour of o.r. Time. The pt was fine after the procedure.